Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella device for mechanical circulatory support. During support, the device was noted to be in the wrong position. The pump was explanted the following morning; it is unknown if this was due to the malposition of the device. It was reported that the patient survived the procedure. No additional information is available.